Event description:
The nurse reports in a fax that the target device is cracked at the intersection. The surgery was finished with an alternate target device.

Manufacturer narrative:
Device will not be returned. If the device or add'l info is rec'd it will be submitted on a supplemental report.